Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate before a case. There was no report of patient involvement.